Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 178513). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. Dried blood residue was observed in the luered tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 178513. Additional information:: b5 and d4, lot # for catheter was updated.

Event description:
A 61-year-old male patient (100kg) with perforation coli sigmoidi received ivtm therapy. The catheter was smoothly inserted into the patient's right femoral vein after the first attempt. The patient temperature at the beginning of the treatment was 39.4°c. The target temperature was set to 36.6°c. On the third day of the therapy, when the patient's temperature was 39°c, the customer reported that the air trap alarm sounded by the thermogard console. An icy catheter (lot # 178513) leak and the infusion of 2000 ml of saline fluid were suspected, as there was no saline leak observed in or around the thermogard console. Per the reporter, the catheter was checked for the leak per IFU. The catheter was not replaced. No additional information was provided. The current condition of the patient is critical.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. Information about the patient's current status requested. Seems that the customer should benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event's relationship to the device and procedure is casual.

Event description:
A 61-year-old male patient (100kg) with perforation coli sigmoidi received ivtm therapy. The catheter was smoothly inserted into the patient's right femoral vein after the first attempt. The patient temperature at the beginning of the treatment was 39.4°c. The target temperature was set to 36.6°c. On the third day of the therapy, when the patient's temperature was 39°c, the customer reported that the air trap alarm sounded by the thermogard console. An icy catheter (lot # 178812) leak and the infusion of 2000 ml of saline fluid were suspected, as there was no saline leak observed in or around the thermogard console. Per the reporter, the catheter was checked for the leak per IFU. The catheter was not replaced. No additional information was provided. The current condition of the patient is critical.